Event description:
It was reported that on (B)(6) 2012, the patient was hospitalized due to subacute myocardial infarction and started taking bay aspirin (100 mg per day and plavix - unknown amount). On (B)(6) 2012, pre-dilatation was performed with a non-abbott balloon, three inflations as follows, 8 atmospheres (atms) for 10 seconds, 10 atms for 10 seconds, and 18 atms for 5 seconds. A 3.0x23 rx xience prime stent was deployed at 18 atms in the proximal left anterior descending artery (lad). A 3.5x23 rx xience prime stent was deployed in the proximal lad to the left main, overlapping the previously implanted stent in the proximal lad. The procedure was completed without any adverse patient effect or clinically significant delay in the procedure. On (B)(6) 2012, the patient experienced chest pain and an abnormality was observed on the electrocardiogram. Angiography was performed and thrombosis was observed in the proximal lad in the 3.0x23 rx xience v stent only. Reportedly, the thrombosis was suctioned and ballooning was performed to complete the procedure. There was no adverse patient sequelae. Reportedly, plavix was suspended on (B)(6) 2012, due to cardiac tamponade caused by oozing of blood due to the subacute myocardial infarction. Drainage was performed for treatment of the cardiac tamponade. Reportedly, the xience prime stents did not contribute to the cardiac tamponade. Plavix was resumed on (B)(6) 2012. The physician stated that the stent thrombosis was probably caused by the plavix being suspended. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of thrombosis and angina, as listed in the xience prime instructions for use, are known adverse events associated with coronary stenting procedures. Overall, a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.